Event description:
Reporter came across an incident of a pt being bagged with the mask hooked to the filter connected to the exhalation port. No air was getting to the pt. The hand resuscitator was reassembled and problem was corrected.